Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien technical support engineer recommended to run unit for a couple of days to try to duplicate the alleged malfunction or to replace the graphical user interface when duplicated. Covidien was not authorized to service the device.